Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound guided dialysis catheter placement procedure using the hemostar hemodialysis catheter. Prior to the procedure, during preparation, the prefilled catheter was observed to be leaking air from the introducer needle. The location of the rupture was identified. The procedure was completed using another device. There was no patient contact.